Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution for faradrive kit was selected for use for a farapulse pulmonary vein isolation (pvi) procedure. During preparation, it was mentioned that the tip of the dilator was noted to have excess plastic on it. They stated that it was partially occluded and would not allow the rf wire to pass through. A new kit was then opened, and the procedure was completed successfully. No patient complications reported. Product is available for return.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator flushed properly before and after decontamination. The dilator tip was inspected under vhx, which further confirmed the damaged tip allegation. A slit-like damage and taper scraping on distal tip of dilator was noted. The reported allegation is confirmed through product return testing. The conclusion code of manufacturing deficiency was selected as the most likely root causes are the angle of insertion of the dilator into the faradrive sheath or excess adhesive buildup within the hub-to-sheath transition of the faradrive sheath potentially leading to tip damage during dilator insertion.

Event description:
It has been reported that a versacross connect access solution for faradrive kit was selected for use for a farapulse pulmonary vein isolation (pvi) procedure. During preparation, it was mentioned that the tip of the dilator was noted to have excess plastic on it. They stated that it was partially occluded and would not allow the rf wire to pass through. A new kit was then opened, and the procedure was completed successfully. No patient complications reported. Product is available for return.